Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) unit's retractable power cord was stuck. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and observed that the power cord was tangled, thereby causing the reported issue. To fix the issue, the fse untangled the stuck power cord and ensured no other obstructions prevented the cord from retracting. Additionally, the fse tested the cord for ease of retraction, and then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).